Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
During investigation, the pump was powered on and revealed multiple vertical lines through the display. The pump was opened and a failed display flex was found. A test display was installed and the display functioned properly. Unrelated to the complaint, investigation revealed a crack between the case seal and keypad cover. Rust and moisture corrosion were observed inside the battery compartment. A leak test was performed and a battery compartment leak was found at the pump case crack. The pump case was removed and no moisture corrosion was found inside the pump. No further evidence of moisture was found inside the pump.